Manufacturer narrative:
As received, a complete lead was returned in one piece with helix extended and clogged with blood/body fluids. The reported event of a foreign body on the end of the lead was caused by an out-of-position steroid plug. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Asides from the steroid plug, the lead was otherwise normal.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a right ventricular lead revision procedure due to high capture thresholds. During procedure, the lead could not be fixed in the coronary vein, and a foreign body was found on the end of the lead. The lead was removed and replaced. There were no adverse consequences reported on the patient.